Event description:
"On 3/24/97 pt was driver of automobile involved in head on collision. Air bag was deployed. Pt complained of progressive left breast pain. MRI on 5/21/97 revealed partially collapsed intercapsular rupture of implant shell on left breast."